Event description:
It was reported that in (B)(6) 2014 the patient developed a gram negative rod infection and the pump was explanted. Specific symptoms were not provided. Per the operation report, it appeared that the catheter was also explanted. A new pump system was implanted on (B)(6) 2015. Patient outcome was not provided. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).